Manufacturer narrative:
Reporting institution phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue x3. No death or patient / user injury or harm was reported.

Event description:
It was reported that a "speaker malfunction" inop was displayed on the intellivue x3. It is unknown if the device was in use monitoring a patient at the time of the reported issue. No death or patient / user injury or harm was reported. It was reported to philips that the device displayed a "speaker malfunction" error message. The gfe response reported that the service technician (st) could not confirm a speaker malfunction or a "speaker malfunction" error message. The device worked as intended during testing and there was no trouble found with the device. The cause for the reported issue could not be determined. Based on the information provided, the (st) performed the evaluation and determined that the loudspeaker operated as intended with no failures found. No subsequent calls have been logged for this device/issue.